Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer report number: 2017865-2017-07971. During a device replacement procedure due to normal eri, the right ventricular lead was revised due to non-sustained rv oversensing and noise. During the lead revision, an insulation defect was revealed. The physician decided to also check the right atrial (ra) lead, which also revealed an insulation defect. Both leads were explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Only the connector segment of the lead was returned. One lead-to-can external insulation abrasion breaching svc cables lumen was noted proximal to suture sleeve impression region. One svc cable was abraded, the ptfe liner was also abraded and the inner coil was exposed in this abrasion region which most likely caused the complaint reported from the field. Electrical test performed on the connector segment of the lead did not find discontinuities or shorts on any conduction paths. Other damages on the lead were consistent with those occurring at time of explant.